Event description:
It was reported when using the bd vacutainer® buffered trisodium citrate plus blood collection tube there was foreign matter in the tube(s) biological and non-biological. This event affected 1000 devices. The following information was provided by the initial reporter. The customer stated: "the color off the tube is not transparent."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated: d.9 device available for eval? Yes. Returned to manufacturer on - 07/15/2022. H.6 investigation summary bd received 3 samples and 3 photos from the customer in support of this complaint. The samples and photos were evaluated and the issue of tube color variation (cloudy color) was observed with the tubes showing varying amounts of cloudiness. Additionally, 100 retention tubes were evaluated and were found to exhibit no evidence of cloudiness. Whilst this may be aesthetically displeasing it is not understood to affect the efficiency of the tube. Bd was able to confirm the customer¿s indicated failure mode based on the samples and photos provided. Bd was not able to identify a root cause for the indicated failure mode. The device history records for lot 2032086 were reviewed with no issues being identified. All process and final inspections comply with specification requirements. All process and final inspections comply with specification requirements. Quality notification 200996006 was generated for the moulding tubes and all product was dispositioned: all complained quantity of 62,499 tubes were scrapped.

Event description:
It was reported when using the bd vacutainer® buffered trisodium citrate plus blood collection tube there was foreign matter in the tube(s) biological and non-biological. This event affected 1000 devices. The following information was provided by the initial reporter. The customer stated: "the color off the tube is not transparent."